Event description:
Today dr called director of scientific studies to report the following case: an attempt to use the xpeedior catheter for treatment of inferior vena cava thrombus was made in a pt. Thrombus was located in ivc, near caval bifurcation. After about 5 seconds of device activation, the pt became severely bradycardic (dropped from 100 to 47 bpm). Treatment was stopped and normal rhythm returned immediately. Treatment was resumed, and the severe bradycardia promptly returned. Due to the bradycardia and desire to not remove excessive blood volume (aortic valve surgery scheduled), xpeedior treatment was discontinued and an ivc filter placed. Total volume infused was approx. 80ccc (25 sec of device operation estimated). The catheter was not operated long enough to achieve the desired results. No drugs to treat the bradycardia were given. Co had previously discussed with dr. Co's preclinical observations of bradycardia and dr was also aware of clinical reports associated with coronary use, so dr immediately recognized this phenomenon as probably related to the angiojet (aj) activation. Dr's plan and advice for other users for future similar cases is to have atropine readily available. Dr has not seen this before with any other pt treatments with aj at their center.